Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during dwell 4 of 4. The alarm could not be bypassed. While troubleshooting the patient found fluid had leaked from the line between the heater bag and the cassette under the cycler. Treatment was discontinued. She was advised to contact her nurse. During follow up the patient reported she had not had any adverse events. She was not prescribed any antibiotics. The set was discarded.